Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the boston scientific field representative called technical services (ts) because this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. The field representative noted the premature ventricular contraction (pvc) burden parameter had been set to on, and wondered if this could have impacted the icm device longevity. Ts discussed there is no icm longevity impact quote available for the pvc burden parameter; however, ts did not suspect for this to have a significant impact in the icm device longevity. Hence, they suggested this icm device should be explanted and returned for analysis. Subsequently, the patient underwent a surgical procedure to have their icm device explanted and replaced with a new icm device. No adverse patient effects were reported. The explanted icm device has not been returned.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device, and it was noted the icm could not be communicated with. Stored latitude data was reviewed, assessment of it found the battery was depleting prematurely and low voltage errors were present. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion.

Event description:
It was reported that the boston scientific field representative called technical services (ts) because this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. The field representative noted the premature ventricular contraction (pvc) burden parameter had been set to on and wondered if this could have impacted the icm device longevity. Ts discussed there is no icm longevity impact quote available for the pvc burden parameter; however, ts did not suspect for this to have a significant impact in the icm device longevity. Hence, they suggested this icm device should be explanted and returned for analysis. Subsequently, the patient underwent a surgical procedure to have their icm device explanted and replaced with a new icm device. No adverse patient effects were reported. The explanted icm device has been returned and analysis was completed.